Manufacturer narrative:
(B)(4): on examination, the keypad cover was torn across the up arrow keypad button, extending to the contrast keypad button, exposing the keypad button contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Testing confirmed the up arrow and down arrow keypad buttons were unresponsive. The ok keypad button required multiple presses with increasing force to evoke a response. The contrast keypad button was normally responsive. The keypad cover was removed for investigation and revealed corrosion under the contacts of all the buttons.

Event description:
On (B)(6) 2012, the reporter contacted the animas corporation and claimed that around (B)(6) 2012, the keypad buttons began to lose responsiveness. The reporter stated that on the night of (B)(6) 2012, the buttons became unresponsive. The reporter replaced the batteries, but the buttons remained unresponsive. The patient reportedly wore the pump exterior to garment in a pouch and did not clean it. The keypad was reportedly intact and the pump was not exposed to water. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.